Manufacturer narrative:
Procodes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Mw5088439.

Event description:
This report is against user facility medwatch number mw5088439. The only information contained in this report is correction or additional information. It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) procedure of left radius fractures following a motor vehicular accident (mva) trauma, the drill bit was broken. However, the surgeon determined that a retrieval of fragment would cause significant injury. Surgical delay and procedure outcome were unknown. Patient status is unknown. This complaint involves one (1) device. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This report is 1 of 1 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. This complaint (B)(4) is confirmed to be a duplicate of complaint (B)(4). All details will be reported under complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. This (B)(4) is confirmed to be a duplicate of (B)(4). All details will be reported under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.